Manufacturer narrative:
The instrument was returned and evaluated. Engineering confirmed the reported complaint. Black tube insulation was damaged at the distal end. The insulation was gouged on one side and had a .180 x .095 piece missing roughly 5 above the snake wrist. No other damage was found. The customer reported complaint does not itself constitute a MDR reportable event; however; the reported malfunction if to recur could cause or contribute to an adverse event.

Event description:
It was reported that during reprocessing a hole was found in the insulation. There were no missing pieces or fallen pieces reported. No patient harm, adverse outcome, or injury was reported.